Event description:
Hcp reports pt presented with signs of infection including swelling, drainage, pain and incisional wound opening. Perioperative antibiotics were administered and the pt does not have meningitis. The site of the infection was the lead track. Results of cultures obtained from the device pocket revealed staph aureus as the causative organism. Oral antibiotics were administered and total device system explant was reported. The product has not been returned to the MFR for analysis. The infection has reportedly resolved.